Manufacturer narrative:
The lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and undergone laboratory analysis, this report will be updated.

Manufacturer narrative:
Our post market quality assurance laboratory performed a thorough analysis of the lead. Visual inspection of the lead noted the presence of tissue entwined in the helix and the helix was slightly bent. The helix mechanism was tested and the helix was unable to be extended or retracted, most likely due to the tissue present. Further inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the distal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the field observation that the helix became stuck during repositioning. It is most likely that the helix mechanism became stuck due to the repeated attempts to place the lead within the patient's heart. Such manipulation may increase the possibility of tissue or coagulated blood impacting the helix mechanism leading to unsuccessful lead placement. Laboratory analysis could not confirm the observation of oversensing and loss of capture. This lead was found to be electrically continuous.

Event description:
Boston scientific received information that during a patient follow up after the implantation of this right ventricular defibrillation lead, there was oversensing and loss of capture noted. The physician suspected that the lead had dislodged. A revision was performed to reposition the lead. During repositioning, the helix initially became stuck and would not extend when attempting to fixate the lead in the new location. After 20 turns, the helix did extend. However, the physician wanted to find another location for the lead. Once again, the helix became stuck and could not longer be retracted or extended. The lead was explanted and successfully replaced. No adverse patient effects were reported.